Event description:
A report was received that the patient had experienced discomfort. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had experienced discomfort. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.